Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension. On (B)(6) 2016 the patient had a type 3a endoleak repaired with a infrarenal aortic extension. On (B)(6) 2017, the patient came in emergently with a contained rupture. The physician identified a potential type 3a endoleak which was later confirmed to be a type 1a endoleak and a possible type 1b endoleak. The physician implanted an ovation aortic main body and two iliac limbs to seal the endoleak. The patient is reported as well. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported type ib endoleak was determined to be anatomy related due to the left common iliac artery measuring 3x1 cm (off-label) and the iliac tortuosity. There were no known procedure or user-related issues, or cautionary product use conditions that contributed to this event. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).